Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and one month post filter deployment, computed tomography revealed some of the filter struts protrude beyond the inferior vena cava with one of the struts within the right psoas muscle. Approximately one year later, computed tomography revealed the filter appears present with struts beyond the outer margin of the inferior vena cava. The patient experienced abdominal pain. Approximately two years later, computed tomography revealed several filter legs extended beyond the confines of the inferior vena cava and one of the filter arms appeared to be extended into the region of the aortic bifurcation. Perforation of the aorta cannot be excluded. Extension of several vena cava filter legs beyond the confines of the inferior vena cava includes one leg associated with and encompassed by a large osteophyte at l3-l4. The patient experienced back pain. Approximately one year later, computed tomography revealed the inferior struts extended well beyond the margins of the inferior vena cava and course posterior to the aorta, but or extend into the l3-l4 intervertebral disc, extended into the right psoas muscle, and multiple strands extended into the retroperitoneal fat. Computed tomography from outside hospital revealed thrombus in the inferior vena cava caudal to the filler. Additionally, the patient experienced lower back pain and coincides with the approximate lumbar vertebral body level of the filter. The filter struts were penetrated through the inferior vena cava encroached on the adjacent disc space as well as abutted the abdominal aorta posteriorly. A single strut was protruded into a vertebral disc space as well as another incorporated into an adjacent vertebral body may be the source of chronic back pain. Approximately five months later filter retrieval was scheduled. Gonadal vein was ligated to facilitate removal of the filter. Multiple tines of the filter were adhered closely to the aorta, psoas muscle and spine. Carefully released the tines from around the aorta and noted there was not complete penetration of the aortic wall. There was extensive tissue ingrowth into the filter. Using sharp dissection divide the tissue ingrowths and able to fully release the filter from the wall of the inferior vena cava. 3 of the tines were cut by using wire cutter and removed separately and rest of the filter was pulled out after it was released from all the tissue ingrowth. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated the vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated the vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.